Manufacturer narrative:
Preliminary analysis revealed that the reported behavior is most probably related to a software issue (in some specific conditions the rf communication can be blocked after an inductive communication or removing the programming head, and will be unblocked by an inductive communication).

Event description:
It was reported that rf function became unreachable after the follow-up performed on 16 july 2015 and no remote monitoring report could be transferred. A new follow-up will be scheduled for this patient (the date is unknown).

Manufacturer narrative:
Please refer to the analysis report for complete details.

Event description:
It was reported that rf function became unreachable after the follow-up performed on (B)(6) 2015 and no remote monitoring report could be transferred. A new follow-up will be scheduled for this patient (the date is unknown).

Event description:
It was reported that rf function became unreachable after the follow-up performed on (B)(6) 2015 and no remote monitoring report could be transferred. A new follow-up will be scheduled for this patient (the date is unknown).